Event description:
A surgeon reports having a patient with a unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon states this is not a lens related issue and will not release any further info.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 08/20/2008, 08/21/2008 and 09/04/2008. Additional info was received on 08/20/2008 and 09/05/2008 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 09/17/2008.